Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, the foreign material was detergent solution. The investigation confirmed that the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue, and the device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope control unit suction channel exhibited a foreign object. There were no reports of patient involvement.